Event description:
It was reported that log files were submitted for review. It was stated that the site was looking for information on if and when there was an abrupt change in the patient's left ventricular assist device (lvad) hemodynamics. The patient presented to the emergency department (ed) with low flow alarms getting as low as 0.2lpm. They had mild shortness of breath but were otherwise asymptomatic. The event log file ranged from 0:38 to 8:34 on (B)(6) 2025 and is filled with low flow events. The periodic log file captured drops in power and flow on (B)(6) 2025 at 13:07 and on (B)(6) 2025 at 7:24. The power and flow then recover until (B)(6) 2025 at 14:06 when power and flow decrease and remained lower for the rest of the log file. Technical services stated that the trending in the pump parameters can be caused by some type of obstruction or clinical condition which would interfere with blood flow.

Manufacturer narrative:
Section a: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms and the appropriate actions associated with them. The patient handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.